Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 26mmx2.75mm, eccentric, de novo target lesion was located in the non-tortuous and mildly calcified proximal circumflex artery. After a non-bsc guide wire crossed the lesion, pre-dilatation was performed using 2x15, 2.5x20, and 3x20 non-bsc balloon catheters. A 2.75x32m promus element plus was selected for treatment. However, upon advancing, the stent shaft was broken outside the guide catheter. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.